Event description:
It was reported there were impedances greater than 4,000 ohms on some bipolar pairs. At 1 volt and 210 pulse width initially everything with 2 was greater than 4,000. It was rerun at 2 volts and 360 pulse width and found that they changed the ones that were high. It was noted the lead was snug. They programmed to 3-0+ and patient felt stimulation at 3.6 volts. They could not get stimulation on 2-0+ and they wanted to try a different implantable neurostimulator (ins).

Manufacturer narrative:
Concomitant products: product ID 3093-28, lot# v307391, implanted: (B)(6) 2009, product type lead; product ID 3037, serial# (B)(4), product type programmer, patient. (B)(4): analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Manufacturer narrative:
Analysis of the implantable neurostimulator (model# 3058, serial#n(B)(4)) found no anomaly.

Event description:
Additional information indicated that the patient had not had symptom relief. Eleven days later it was stated that the patient was scheduled for botox.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.